Event description:
The customer stated that he was hospitalized. The customer did not know the reason for his hospitalization, but was told that he passed out while diving. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.